Event description:
It was reported that during a lung resection procedure, the staples were malformed after firing. It was the same after reload units were replaced. The surgery was completed by a like device. No pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.